Manufacturer narrative:
Updated data: b.5: event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 31mm mitral bioprosthetic valve, it was explanted and replaced with a 31mm valve of the same model. The reason for the replacement was reported as leaflet mobility issues with a decrease in the effective valve area. It was indicated that anatomical reasons for the immobilization of the leaflet were not identified but the immobile posterior leaflet had signs of blood infiltration into the pericardium and stiffening of the area of infiltration. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 31mm mitral bioprosthetic valve, it was explanted and replaced with an unknown device. The reason for the replacement was reported as leaflet mobility issues with a decrease in the effective valve area. It was indicated that anatomical reasons for the immobilization of the leaflet were not identified but the immobile posterior leaflet had signs of blood infiltration into the pericardium and stiffening of the area of infiltration. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all valve leaflets were in a closed position. The non-coronary cusp (nc) was flexible and appeared intact. The left cusp (lc) was flexible and showed a small cut to the inflow, adjacent to the base stitching. Outside of the small tear, no other damages were noted on the lc. The right cusp (rc) showed signs of possible striations (bands of collagen tissue) and / or scarring (heavy concentration of disorganized collagen fibers) on the outflow. The observed striations and/or scarring appeared to prevent the leaflet from flexing to the inflow margin of attachment. All commissures appeared intact. The sewing ring appeared intact with no evidence of damage. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.